Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that surgeons want new emphasys heads. It did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, it was reported that surgeons want new emphasys heads. It did not happen in surgery. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample presents deep scratches all over the outer surface, consistent with other tools and hard edges coming in contact with the device and off axis impactions. Additionally, all over the outer surface of the device signs discoloration and wear were found, as a result of repeated use and servicing for a long period of time. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the artic/eze tr ball grvd 32+13 would contribute to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a date code was provided, which indicates that the device was manufactured on 3/15/2006. A manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.